Manufacturer narrative:
Onsite investigation was preformed by the field representative, the issue could not be reproduced upon system checkout as system functioned as intended and without problems. No parts needed to be replaced or returned and no further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system was not powering on and displayed red x status on the pendant. The mobile view station (mvs) was powering on, but did not show a line power light. They switched power outlets and the system booted up normally. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.